Manufacturer narrative:
The customer¿s report of a disconnection of the custom IV tubing set at the stopcock during an infusion was confirmed if the spin collar of the male luer was overtightened. The dimensions of the exterior shoulder of the male luer and the interior shoulder of the spin collar were within manufacturer¿s specifications. After the spin collar was correctly tightened to the stopcock the set was attached to a lab IV bag filled with a blue water solution. Gravity priming was performed with no leaks being observed. An 18 gauge needle was attached to the sets distal male luer and a manual drip infusion test was performed. The test ran for 1 hour with no separation of the tubing from the stopcock or leaks observed. The root cause that a disconnection of a custom IV tubing set at the stopcock during an infusion could not be identified. The identified probable cause is the spin collar coming off the male luer when overtightened on the stopcock.

Event description:
The customer reported a disconnection of a custom IV tubing set at the stopcock during an infusion. There is no report of leakage or patient harm.